Event description:
It was reported from the distributor that 13 microsphere xl microcoils (B)(4) sterile packs were open.

Manufacturer narrative:
The product was originally received by the (B)(4) and after sending the product to the distributor, the product is repackaged. The distributor did not bridge the seal of the exterior package (box) to inspect the inner package, because there was no seal on the exterior packing. The devices may have been received in this condition after the products were returned from a customer, but the customer did not expose the products to liquids or high humidity. Additionally, the customer has been instructed in the proper handling of the devices in order to correct the issue. Prior to sending out to any customer, the devices were not received in this condition and the devices were not exposed to high humidity or exposed to any fluids. The products were received and will be sent for analyses. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was originally received by the (B)(4) and after sending the product to the distributor, the product is repackaged. The distributor did not bridge the seal of the exterior package (box) to inspect the inner package, because there was no seal on the exterior packing. The devices may have been received in this condition after the products were returned from a customer, but the customer did not expose the products to liquids or high humidity. Additionally, the customer has been instructed in the proper handling of the devices in order to correct the issue. Prior to sending out to any customer, the devices were not received in this condition and the devices were not exposed to high humidity or exposed to any fluids. The products were received and will be sent for analyses. The following damage was found: all pouches were found to have had the sterile seal breached. All the boxes had some or all of the following damages: compression, ripped and torn edges, boxes flattened, moldy odor, moisture damage, foreign substances on the outside of the box, and other varying degrees of cosmetic damage. The possible contributing factors to the breached sterile seals may include, but not be limited to; environmental, handling, and packaging factors which may be related to the storage facility in (B)(4); however a further investigation by cnv management is required to determine the root cause. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Evaluations into the methods used to handle and store items in the (B)(4) market is being pursued with the (B)(4) affiliate and its local distributors. At the present time, no additional information is available for this file. The circumstances which lead to the poor condition of the packages are considered to be isolated to this affiliate/distributor office. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A risk assessment (hhe dva-108296) has been initiated to evaluate this issue. Please note that the product used in section d 4 represent all the following products: ssr18133420/c12606, ssr10022520/g15461, ssr18164020/c16265. Ssr18154020/c17295. Ssr10035720/c16484, ssr18143620/c17106, ssr18112820/c15898, ssr18154020/c17295, ssr18164020/c18264, ssr10061220/c16463, ssr10071420/c18273, ssr10082520/c18192. & ssr18102820/c18582.

Manufacturer narrative:
All DHR's have now been reviewed. A review of the manufacturing documentation associated with all these lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The devices will be return for analysis, but to date they have not been received. Additional information will be submitted within 30 days of receipt. Please note that the product used represent all the following products: (B)(4).